Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator submitted a vent filter sample to the manufacturer for analysis which showed evidence of main and follower bearing wear. As a result, the hospital made a decision to exchange the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support without any further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.